Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 31mm epic stented porcine heart valve was implanted on (B)(6) 2017. On (B)(6) 2022, it was reported that the valve was explant due to stenosis and high gradient (23) associated with pulmonary edema. Upon explant, the valve presents leaflets with an accumulation of thrombotic tissue. The patient was reported to have been stable.

Manufacturer narrative:
An event of stenosis, pulmonary edema, thrombotic tissue, and high gradient was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.b2 death date null: corrected to.